Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 450cc mentor memorygel breast implants, is extremely ill and was advised by their doctor that the breast implants might have ruptured due to how bad the capsular contracture they were also experiencing. The patient stated that the implant have caused them many issues in the past 10 years and that they were scheduled for bilateral implant explantation in (B)(6) 2020. This medwatch form is for the right breast prosthesis.